Event description:
Additional info from voluntary report: in 2009, a physician order was received to remove the davol drain from above pt, who underwent a hemiarthroplasty of the left hip a day prior. While attempting to remove the drain, the rn met resistance. The surgeon was called and he subsequently instructed the nurse to continue to pull. Upon pulling, the drainage tube snapped. Pt. Returned to surgery under general anesthesia for removal of the retained segment in the next day.

Manufacturer narrative:
No lot number info was provided for eval. One partial sample was returned in three sections. The edges of each section had irregular cuts which is indicative that the drain was cut by a sharp device, in addition the broken surfaces had stress marks indicating that excessive force was applied to the drain beyond it's tensile capabilities. The dimensional values were found to meet spec. This drain is received from an external supplier who certifies that the component has been manufactured and inspected according to the company's spec. As a subassembly, qa performs random visual inspections to ensure that there are no tears on drain holes and also performs a break strength test. As a finished good, qa performs random visual inspections for damaged components. The internal rejects record review for the wound drain did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There were no manufacturing deficiencies found in the returned sample or the manufacturing records that may have caused or contributed to the reported problem. The instructions for use state the following precautions: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks" conclusion is post manufacturing damage.